Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No testing has been performed as the resolution was confirmed on-site at the time of the event. No parts were replaced or returned to the manufacturer for evaluation. Resolution confirmed on call.

Event description:
A medtronic representative reported that while outside of a procedure there was an error initializing collimator on the imaging system when booting up. During the first boot up, the customer did not release e-stop after it was ready. After a reboot the system worked normally. The customer released the e-stop as soon as it was available. There was no patient present when this issue was observed.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.